Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to lead dislodgement. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.